Manufacturer narrative:
This complaint is being reported by zimmer biomet as (b)($). The device was not returned to the manufacturer at the time of this report. A follow up medwatch will be submitted once the device has been returned and the investigation is complete.

Event description:
It is reported that while meshing, the lever got stuck. Half of the graft was useable; however, an additional unplanned skin graft was needed.

Manufacturer narrative:
This event has been recorded by zimmer biomet under (B)(4). This medwatch is being filed to relay additional information. On january 2, 2018, it was reported that the device was stuck and unable to be opened. It was clarified that during assembly and meshing the lever got stuck during follow up. The customer returned a skin graft mesher device, serial number (B)(4), for evaluation. The device history record (DHR) and previous repair report reviewed noted no related non-conformances, requests for deviation (rfd), change notices (cn) or any other issues with manufacturing. The DHR and previous repair report review found no issues with the device and all verifications, inspections and tests were successfully completed. Zimmer biomet surgical has previously repaired/evaluated skin graft mesher serial number (B)(4) three times as documented in the repair reports in livelink. The last repair was april 25, 2015 where it was reported that the device was not working properly and the roller and gear were replaced and the ratchet was repaired. This is not a related issue. Initial qa inspection of the skin graft mesher on january 29, 2018 revealed that the side plates, roller, comb, and comb springs were all damaged. The calibration and test mesh could not be performed due to the bent comb. No ratchet or cutters were returned for evaluation. Repair of the skin graft mesher was performed by zimmer biomet surgical on january 29, 2018 which included replacement of the worn bushings, worn side plates, damaged comb, and damaged hardware. Skin graft mesher, serial number (B)(4), was then tested and functioned properly. It was repaired, inspected and tested. The reported event was non-verifiable since the ratchet was not returned for evaluation. The root cause of the reported event cannot be specifically determined with the provided information since the ratchet was not returned for evaluation. The issue was resolved with the replacement of the worn bushings, worn side plates, damaged comb, and damaged hardware. The investigation was based on the information that was provided initially and any information that was obtained throughout the follow-up process.

Event description:
It is reported that while meshing, the lever got stuck. Half of the graft was useable; however, an additional unplanned skin graft was needed. Initial inspection revealed that the comb was damaged.